Event description:
It was reported the liner would not assemble with the cup. A second liner was used to complete the surgery. The cup remains implanted. No adverse events have been reported as a result of the malfunction. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). Concomitant medical products: 00-8755-048-00 3113952 allofit it allo-c shell 48/gg. Report source: foreign country: germany. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual inspection of the returned device confirms lot etch. Device shows nicks, gouges, and scratches across the liner surfaces from attempted use. Anti rotation scallops and lock feature show deformation and gouges. No other damage noted. Device history record was reviewed and no discrepancies related to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information at time of this report.